Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced an increase in recharge burden. In turn, the ipg was unable to communicate with external devices and was deemed inoperable. As a result, the ipg was explanted and replaced to address the issue.